Event description:
Information received indicates the valve was retrieved due to high gradient. Echo showed the valve leaflets were not opening properly. The product was replaced with no additional patient complication reported.

Event description:
Is not on file for text copy. Enter text.